Event description:
It is reported that the liner would not lock into the shell. A new liner was opened and implanted successfully.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.